Manufacturer narrative:
Philips service confirmed system functionality after the clinic staff reset the fuse. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to shut down; fuse triggered due to external power issue on a azurion 7 m20. The clinical use of the system was outside of use. There was no reported patient or user harm.